Event description:
Reporter alleged obtaining discrepant blood glucose values of 46 mg/dl back to back with a result of 90 mg/dl when testing was performed 1 minute apart on the advantage system. It was not provided whether any actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.